Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 501 mg/dl. A correction bolus was delivered to address elevated bg level. Customer changed pump supplies to address the issue and successfully resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.